Manufacturer narrative:
(B)(4). The patient reported to have been diagnosed with peritonitis on (B)(4) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date the patient was admitted to the hospital due to the peritonitis and was treated with unspecified antibiotics; reported as ¿in the hospital and once at clinic.¿ on an unreported date, the patient was given vancomycin for the peritonitis (dose, frequency, and route not reported). One day prior to the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.